Event description:
This is report 1 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that inspection of the parts reveal that the cutting end of the device has been damaged, with one of the cutting teeth completely broken off. It appears that the damage occurred either by using the device in an inappropriate manner, such as trying to cut a screw, or for using it incorrectly with a power device. This device is intended to be a manual instrument. The technique guide specifies that it can be used with power tools, but must be done so very carefully. Using this device with a power tool allows the user to lose some control over what is intended to be cut. The user may accidentally cut into the screw, which could cause breakage. It is not possible to determine the exact root cause. Based on the observed damage, it appears that the instrument was used under power without exercising care or was used inappropriately.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a procedure the hollow reamer and the spare tube for hollow reamer were not working properly. One of the devices broke and all pieces were retrieved from the patient. The procedure was completed successfully. Additional information has been requested. This is report 1 of 2 for this event.